Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad missing from the clamp arm. The missing piece was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white gasket of the instrument clamp fell off into the patient during surgery. It was unknown if all fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No abnormal damage to the instrument was found before use and the instrument was used normally for about an hour. The surgical task that was being performed at the time of the fragment falling inside of the patient was dissection. The surgeon believes that the cause of the instrument break was due to equipment quality issues. The surgeon didn't notice any issues with the functionality of the instrument during the procedure. It did not collide with any other instrument or other hard material during the surgical procedure. The fragment did not fall inside of the patient during an instrument tip or accessory collision. The instrument was removed during the surgical procedure prior to the breakage with the wrist straightened prior to the removal. The surgical staff didn't feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument through the cannula, no resistance was felt. There was no damage to the cannula or the instrument after the procedure. The fallen fragment was removed with assistant operation port instrument removal. The customer only removed the white gasket of the instrument that was lifted up and fell off. No additional surgical procedure was performed to remove the fragments. No post-operative tests were performed. The white pad was removed normally and discarded as medical waste. The procedure was completed robotically. The patient did not return to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. A review of the provided image was performed, and the following additional information was provided: it appears that the teflon pad might have broken off and separated from the clamp arm.